Event description:
Customer reports a fiber leak on reuse number 13 noted by a blood leak alarm and visible blood streak in the dialysate line. Estimated blood loss was 250cc's. Pt was given replacement fluid of 400cc's ns. Treatment was restarted with new disposables without incident. No pt injury or medical intervention reported.